Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The study representative was reported via phone call that insulin pump had error code. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm and scratch on lcd screen. The device will not be returned for analysis.